Manufacturer narrative:
On 16-sept-2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. During visual analysis of the returned device, no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the anterior view, near the valve system. A microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine-needle aspiration if the cyst is large or uncomfortable. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the suspected medical device and patient¿s symptoms. The lot number of the suspected medical device is 6616191. Initially, it was reported that the patient experienced bilateral deflation. However, additional information revealed that the patient experienced right-sided deflation. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufactured and expiration dates for lot 6666944: manufactured date: 4-jan-2013, expiration date: 31-dec-2016. Manufactured and expiration dates for lot 6616191 : manufactured date: 1-aug-2012. Expiration date: 31-jul-2016. Reason for device explant and/or reoperation: capsular contracture, breast cyst, deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 275cc mentor smooth round moderate profile prostheses and experienced bilateral deflation and right-sided capsular contracture and breast cyst postoperatively. The patient had a consultation with a healthcare professional, and ultrasound indicated right-sided breast cyst. As a result, the patient underwent removal and replacement with two 275cc mentor smooth round moderate profile prostheses (catalog #3501640, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. The lot number of the complaint device is either 6666944 or 6616191. Follow-up is currently in progress for clarification. If additional information is received in the future, a supplemental report will be submitted. This report is for the right-sided prosthesis.